Event description:
It was reported that the system 9800 experienced intermittent collimator iris errors. There was two adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction could be verified. The collimator assembly was replaced regardless since representative was on site with part. Collimator aligned and system calibrated. The system was tested and found to be working as intended and placed back into service.